Manufacturer narrative:
A customer reported that their AED will not power on and prompting an " AED error or warning". Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 8/31/2023. Additionally, analysis of the AED's log files identified that the user was performing excessive self-testing which prematurely depleted the battery pack, additionally the log file showed the AED was in service without the pads connected to the AED. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED would have identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED will not power on and prompting an " AED error or warning". They did not report that this event occurred during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully initiate a shock and the AED began alerting "power on self test failed - sc 7090" . Further investigation identified a transistor had sustained damage attributed to the device experiencing a drop or significant impact.